Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and falls. Upon review it was noted that the right atrial (ra) lead exhibited intermittent undersensing and oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.